Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and brim cap separation occurred. During the use of the vizigo, while maneuvering the vizigo, the port part (the part in orange) was dislodged and unable to be used. The sheath was replaced with another new one and the issue resolved. The procedure was completed without patient's consequence additional information was received indicating the hemostatic valve was not dislodged inside or outside of the hub but the brim cap had detached. The issue occurred while the device was being used on the patient, but no air entered the patient¿s body. No blood return was observed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Manufacturer narrative:
On 30-may-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and brim cap separation occurred. During the use of the vizigo, while maneuvering the vizigo, the port part (the part in orange) was dislodged and unable to be used. The sheath was replaced with another new one and the issue resolved. The procedure was completed without patient's consequence device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and microscopic evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the brim cap, and the silicon ring and the hemostatic valve were missing from the irrigation hub, no other damage or anomalies were observed. Afterward, the dilator was introduced into the sheath, but no valve was found neither in the hub component nor inside the sheath. Further investigation under a microscope revealed that there were traces of adhesive, evidencing a correct manufacturing assembly process. A device history record was performed for the finished device batch number, and no internal actions were identified. The brim cap issue reported by the customer was confirmed. The potential cause of the damage on the brim cap cannot be established. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).